Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device was good. Unable to duplicate reported issue. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: recalibrate force sensor. Performed and passed occlusion test and all functional testing.

Event description:
It was reported that force sensor test system failure event occurred. No patient injury reported.